Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for air bubbles in the tubing with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for air bubbles in the tubing with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set formed air bubbles inside it during specimen collection, which caused the tube not to fill properly, as well as causing "vein challenges" while attempting to use it. The customer reportedly had to change tubes because of the malfunction, which process allowed the air to be seen going back up into the line "and/or into the tube". Additionally, it was reported that the device broke apart and the spring came out, as well as the tube having issues with blood pooling and leaking from the top after activation, as well as a "heavy splash back w blood" and leakage through the gauze. Lot #'s 8299982 and 8282854 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8299982, medical device expiration date: 10/31/2020, device manufacture date: 10/26/2018. Medical device lot #: 8282854, medical device expiration date: 10/31/2020, device manufacture date: 10/09/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set formed air bubbles inside it during specimen collection, which caused the tube not to fill properly, as well as causing "vein challenges" while attempting to use it. The customer reportedly had to change tubes because of the malfunction, which process allowed the air to be seen going back up into the line "and/or into the tube". Additionally, it was reported that the device broke apart and the spring came out, as well as the tube having issues with blood pooling and leaking from the top after activation, as well as a "heavy splash back w blood" and leakage through the gauze. Lot #'s 8299982 and 8282854 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. As reported by the customer, "they are experiencing a high volume of wingsets causing air bubbles during collection, tube change, and it¿s causing challenges from tubes not filling properly, vein challenges, etc. 23g, waiting on confirmation of lot # from customer. Customer responded, - " hello, the lot #¿s and product #¿s pictured below. I have customers product samples . How do I return to bd? Please share correct address for return and I'll ship quickly. Additional complaints learned during discussion with customer: quality - device broke apart, spring came out. When change tubes you see the air. Air will go back up into the line and/or into tube. Blood pooling and leaking out top of the device after activation. Tubes will pop off if you don't hold them in place. (Never happened with other bd safety lok product or during the evaluation of the ultra touch) heavy splash back w blood, blood leaking through gauze. (Maybe b/c of the air?) Thanks, (B)(6)".